Event description:
Boston scientific received information that, during the explant procedure, there was difficulty removing the right atrial (ra) lead and right ventricular (rv) lead from this cardiac resynchronization therapy defibrillator (crt-d). The left ventricular (lv) lead was removed successfully. The ra and rv set screws would not come loose. The physician attempted to loosen the ra and rv leads with several wrenches, but they all broke. A drill bit and grinder was then used, but still no success. The decision was made to cut the leads from the crt-d. New ra and rv leads were implanted with the new device.

Manufacturer narrative:
This crt-d will not be returned for laboratory analysis due to being damaged at explant. At this time there is no additional information. Should additional information become available this report will be updated.